Event description:
The customer reported on (B)(6) 2013 she activated a new pod and her blood glucose, carbohydrate intake and insulin history for the following day (B)(6). At 9:30 pm the pod was deactivated and she noticed the needle never retract back into the pod.

Manufacturer narrative:
The product will not returned for evaluation. We are unable to confirm the reported malfunction (needle never retracted) or to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.